Manufacturer narrative:
H3: product ID 977a260, serial# (B)(6) was returned for product analysis and found no significant anomalies with the device. Product ID 97792 lot# hg5krhg was returned for product analysis and found no significant anomalies with the device. Review of this MDR shows that there is no information to reasonably suggest that the product 977a260, s/n: (B)(6) in this report may have caused or contributed to a death or serious injury. Therefore, the product 977a260, s/n: (B)(6) did not and does not meet the reporting requirements. However, this event remains reportable for the allegations attributed to the 977a260, serial# (B)(6) and 97792 lot# hg5krhg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced sharp pains in the upper back due to lead migration associated with the scs system. Lead migration was identified, and the entire scs system was explanted at the patient's request. During the explant procedure, the physician examined the site around the anchors and found that the sutures were intact; however, the right lead was able to be pulled through the anchor with a small amount of force, while the left anchor did not allow the lead to be pulled through. Rep noted bi-wing anchor failure. The issue was resolved following device removal. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), UDI#: (B)(4); product ID: 977a260, seri al/lot #: (B)(6), UDI#: (B)(4); product ID: 97792, serial/lot #: (B)(6), ubd: 12-aug-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.